Event description:
Olympus was informed via service inquiry from the biomedical equipment technician at the user facility that the asset/loaner visera elite video system center is having scope communication errors, b30 and e216. The reported errors were found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
During troubleshoot, the technical support engineer advised the customer to turn off the device and restart. Upon restart, the image back but then went away. Another scope was used, and the problem did not return. The customer went back to the first scope, plugged the scope in before starting the device and everything worked fine. The issue was resolved. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Upon troubleshooting the visera elite video system center with the customer, it was noted the device had a b30 error, e216 error, and it did not display an image. This report was submitted for the b30 error and loss of image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The visera elite video system center was not returned for evaluation. Based on the results of the investigation, it¿s likely the b30 error and loss of image was a result of a connection failure that temporarily occurred with the scope by semi-intubation. The customer confirmed the reported event was resolved by reconnecting the scope. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.